Manufacturer narrative:
Although the exact product info was not available, the repair was likely performed using the cormatrix ecm for cardiac tissue repair, which is indicated for use as an intracardiac patch or pledget for tissue repair [i.e., atrial septal defect (asd), ventricular septal defect (vsd), ect.], and suture-line buttressing. No sample was returned for eval. It was reported that the pt's infection persisted and the aorta was friable, delicate and fell apart easily. The surgeon attributed the cause to the thin aortic tissue and not the ecm material. The surgeon indicated that no pt could properly hold to the tissue.

Event description:
On (B)(4) 2014 cormatrix cardiovascular received details of an event involving the use of cormatrix ecm. Details of the event are provided below. A surgeon reported that cormatrix ecm material was used to repair an aortic abscess in 2013. An aortic tissue valve was also implanted at the same time. The pt's info persisted and the ecm patch came away from the aortic tissue. The aorta was described as friable, delicate and fell apart easily. Approx one month following the initial surgery, the ecm patch was removed and replaced with a pericardial patch on the aorta. The surgeon reported that the pericardial patch also failed. The pt later expired during re-operation of an aortic rupture. The surgeon indicated that the cause of the event was related to the thin aortic tissue and not the ecm material. The surgeon indicated that no patch could properly hold to the tissue.